Event description:
This complaint is now reportable based on the analysis completed on 07/29/2008. It was reported that during an esophageal stenting treatment procedure the stent failed to deploy. A 12cm ultraflex covered esophageal stent had been advanced to an unspecified esophageal stricture. While attempting to deploy the stent, the physician encountered resistance and was unable to deploy the stent. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable". However, the returned product revealed the stent was partially deployed.

Manufacturer narrative:
Device analysis: visual and microscopic examination found that the stent was fully mounted. The distal stent loops were partially deployed. An attempt to deploy the stent by retracting the deployment suture thread failed. Microscopic examination noted that the retention suture thread had penetrated the black deployment suture making it impossible to deploy the stent. A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. This investigation will be assigned the most probable root cause classification of mfg as the product failed to meet specification or perform as intended due to the mfg process.